Event description:
It was reported that the patient presented in clinic and a dislodgement was noted on the right atrial (ra) lead. The physician elected to reposition the ra lead. The patient was recovering after the procedure.